Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was 557 mg/dl. The customer addressed their bg with a manual injection. Reportedly, the customer reverted to using an alternate pump for insulin therapy.